Manufacturer narrative:
The device records 15 log entries between (B)(6) 2012 and the (B)(6) 2015. The device records manual power ups during this time, the longest of which lasts 1 minute 31 seconds duration. The device was shipped with 1.3.0 software installed and was returned to heartsine with 1.4.2 software installed. The technical log indicates the device was upgraded to 1.4.2 software on or prior to the first log entry in (B)(6) 2012. Investigation indicated the device performed to specification during testing at heartsine. The device was successfully upgraded during testing. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device failed to upgrade.